Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2010, the daughter of a (B)(6) female patient contacted zoll customer support to report that the patient had a rash with open sores on her chest near where the lifevest rests. The patient reported that she was not wearing the lifevest due to open sores. Patient ended use when she received an ICD on (B)(6) 2010. There was no additional follow-up on the condition of the irritated areas.

Manufacturer narrative:
Evaluation: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device a swell as the blue defibrillation gel.